Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although a definite cause of the reported event could not be confirmed, investigation results suggest the too aortic deployment of the initial valve may have contributed to the worsening pvl 18 months post implant. The second valve was deployed in a more ventricular position, resolving the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure, a 26mm sapien 3 valve was successfully deployed using nominal plus 2ml of fluid in a final 100:0 aortic/ventricular position. Post valve deployment, trivial ai was observed. The procedure was completed, and the patient was transferred to the ccu on stable condition. Approximately 18 months post implant of the sapien 3 valve, the patient reported worsening dyspnea and fatigue. Tee showed severe paravalvular leak (pvl). A transfemoral valve in valve (viv) was performed with a 26mm sapien 3 ultra valve. The sapien 3 ultra valve was deployed in the initial sapien 3 valve in a more ventricular position, with ¿excellent¿ results. The pvl was resolved. The patient remained stable during the procedure. The procedure was completed with no complications reported. The patient tolerated the procedure well and was transferred to the ccu in stable condition. The patient was discharged to home in stable condition on postoperative day (pod) 2. Both valves remain implanted in the patient.